Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis. Bilateral deflation was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor siltex round moderate profile 325cc saline prostheses on (B)(6) 2018. The device was received at mentor without fluid. White material was observed on the shell surface. A rent was observed within an area of siltex cracking on the posterior aspect, measuring approximately 0.6 cm. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. In addition, an area of missing material was discovered on the anterior and extending to posterior aspect, measuring approximately 1.8 x 0.8 cm. Microscopic examination of the edges of the missing material revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Complaint was confirmed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/1/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 6/1/2018, mentor received additional information: implantation date: (B)(6) 2003. The patient underwent breast augmentation revision. The patient underwent bilateral removal and replacement with mentor siltex round moderate profile 325cc saline prostheses on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor siltex round moderate profile 325cc saline prosthesis, catalog: 3542650, lot: 177021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis. Bilateral deflation was diagnosed post procedure through a physical examination. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018.